Event description:
It was reported prior to using the bd ultrasafe plus¿ the syringe broke when taking out of the box. The following information was provided by the initial reporter: syringe broke when taking out of the box. Syringe had gotten stuck in the box. Subject pulled syringe out and white part of the syringe got caught on the box. 2/3 liquid spilled.

Manufacturer narrative:
H.6. Investigation summary: the customer raised a complaint for one add-on finger flange (aff) that was caught on the box containing the assembled ultrasafe devices and that consequently would have caused the breakage of a syringe. The event occurred on the market. The ultrasafe devices were then packaged in a box of four devices with a cardboard insert. Neither picture evidences nor the physical sample were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. For such a reported event, the physical sample is required to characterize the issue and determine if the condition originates from bdm-ps manufacturing process. The reported batch 2068237 is a parent batch manufactured at bdm-ps approved supplier in (B)(6) 2021, using bd mold #2178. 663,552 units plus 317 customer samples (cs) were manufactured. (B)(4) units were shipped to customer. The remaining quantity has been shipped to a dozen of different bd customers. Bd molding supplier performed a batch history record¿s (bhr) review and did not identify any non-conformance or specific event related to the reported condition. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Without evidence, bdm-ps is not able to confirm the detection of the symptom reported by the customer or correlate this symptom with a potential cause linked to bdm-ps process. As a consequence, bdm-ps will not define any corrective and preventive actions in the scope of this complaint. This complaint is registered in bd complaints system for trending purposes.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd ultrasafe plus¿ the syringe broke when taking out of the box. The following information was provided by the initial reporter: syringe broke when taking out of the box. Syringe had gotten stuck in the box. Subject pulled syringe out and white part of the syringe got caught on the box. 2/3 liquid spilled